Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that after using a while, air leakage from the cuff was confirmed. They checked the tube prior to use. The pt required a non-routine replacement of the tube.